Manufacturer narrative:
The insulin pump was monitored and no blank display anomalies, missing segments or partial display were noted. No damage on the lcd isolation tape noted. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. The insulin pump powered up properly after battery installation. The operating currents are within specification. The insulin pump has cracked case at the display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported the insulin pump display went completely blank, and the issue was not resolved with a battery change. Customer's blood glucose was 70 mg/dl. It was stated that the customer was in the shallow end of a pool and the insulin pump may have gotten wet. No relevant damage or corrosion was noted. Upon advice to insert a new battery, the display returned completely momentarily, but then it was just a partial display. It was advised that the customer revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.